Event description:
A power source alert 07 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the customer left the wall adapter plugged into a working outlet for at least 30 minutes, which allowed the pump to begin charging again. No further assistance was needed.